Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision of the right hip. On set date is (B)(6) 2017 patient was complaining of right hip pain. Patient was revised with a new cup liner that was another manufacture the stem was left in and put on new head. Which was stryker v40 head. (B)(6). The primary surgery was done on (B)(6) 2009.